Manufacturer narrative:
Concomitant medical products: 6725 adaptor, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. It was noted the infection was suspected to be due to implant of the left ventricular (lv) lead approximately four months prior. The cardiac resynchronization therapy defibrillator (crt-d) system was extracted. A replacement system was implanted a later date. No further patient complications have been reported as a result of this event.